Event description:
(B)(4).

Event description:
The customer reported that insulin from the reservoir leaked. The blood glucose reading was 57mg/dl. No further information was provided.

Manufacturer narrative:
Additional information has been provided that was not included with the initial report. The information has been included with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
It was reported via phone call that the customer had high blood glucose and received a no delivery alarm. The customer's blood glucose was 600mg/dl. The customer's current blood glucose 57mg/dl., treated with food. The customer treated high blood glucose with manual injections. During troubleshooting the insulin did exit the tubing. Customer did state there is a leak on the bottom of the reservoir. The reservoir tube was replaced a day before, and unsure when the leaking occurred. Customer stated the plastic on the outside of the o-ring is worn. No air bubbles were found. Customer noticed wetness on the bottom of the reservoir. Advised the customer to change reservoir as the leaking of the reservoir can continue to drip insulin into the reservoir compartment. Customer stated the insulin pump was exposed to fluid, but no moisture damage visible. Customer stated the no delivery alarms are frequent, after moisture exposure. Found no unusual alarms. Insulin pump passed self-test.

Manufacturer narrative:
Inspected one opened and used reservoir. Performed manual prime and high pressure test per specifications. Ran priming in insulin pump. Reservoir passed per inspection. No leakage anomaly was observed during analysis. Checked o-rings and stopper groove for defects and none were found.